Event description:
It was reported the pulse oximeter and EKG went off each time the foot pedal was pressed. This was not a problem with the gen 1 unit they had used for a month. There were no patient consequences.

Manufacturer narrative:
(B)(4). The pulsar generator was received in fair condition with minor surface imperfections. The unit exhibited e8 (overcurrent error) errors when power first keyed after power up (both cut and coag). The unit delivered rf energy correctly into the fixed resistors. The foot pedal transmitter sends it's signals via infrared light and as such it is unlikely that it is the cause of the interference in the operating room. The pulsar ii is an electrosurgery device and is considered an intentional radiator of rf energy when keyed. All equipment in the operating room should be designed to withstand the emi interference generated by the generator. The generator functioned as designed. Possible e8 errors will be resolved by the capacitor changes. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.